Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 (B)(4), (con): information was received from a patient who was receiving clonidine, bupivacaine, and fentanyl all at unknown doses and concentrations via an implantable infusion pump for chronic low back pain and non-malignant pain. It was reported that the patient developed spinal meningitis with the pump in 2003. No further complications were anticipated/reported.